Manufacturer narrative:
The MFR rec'd a photo from the hospital confirming the infection. The pump is not available for eval, as it remains in use supporting the pt. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a heartmate ii left ventricular assist device (lvad). The clinical specialist reported, approx 14 months post implant, the pt experienced a perc lead infection. The hospital performed intravenous and oral antibiotics, as well as daily changing of the dressing. The pt remains on going with the lvad.